Manufacturer narrative:
The customer returned the suspected contour next one meter and contour next control solution from lot # 0bv2g55 for evaluation. However, the returned control solution expired in jul-2021. Therefore, the returned meter was tested with the in-house contour next test strips from lot # associated with the event and a different lot of control solution i.e. Lot # 1bv2c39, which gave a satisfactory performance. The control readings obtained during in-house testing were properly marked as control tests.

Manufacturer narrative:
As per the contour next control solution user guide, "squeeze a small drop of solution onto a clean, nonabsorbent surface." The customer did not follow this instruction. The patient/family was the initial reporter, so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that she ran control tests and obtained readings of 207 mg/dl at 6:11 p.m. And 209 mg/dl at 7:16 p.m. With the contour next one meter. The meter did not automatically mark them as control tests, and so the readings will be displayed as blood results when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.